Event description:
It was reported via voluntary medwatch that the patient presented with intermittent under-sensing exhibited on the right ventricular lead. Further information was not provided.

Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5120663.